Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 10-12-2022. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).